Manufacturer narrative:
Updated contact name. (B)(6) 2018 customer contacted technical support (ts) stating that unit continues to have errors. Customer has already, per ts recommendation, changed out solenoids 3 and 4 and replaced the data acquisition (da) pcba. Unit errors will not clear. Customer will change out mc pcba next to try and resolve follow up attempts have been made with no response from the customer .if new information is received the case will be reopened and updated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code messages of proximal pressure sensor autozero failed and machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.